Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized twice due to complications with their blood glucose levels. The customer did not provide any information about the hospitalization. The customer did not provide their blood glucose count. The customer did not return the product back for analysis.